Event description:
The customer alleges that the thread cannot be screwed straight.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review was conducted. Review of manufacturing event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. And, all in-process qa inspections were acceptable. No sample available from the customer to investigate. Complaint not confirmed. Root cause unknown. Teleflex will continue to monitor feedback from customers on issues related to difficult to assemble at inspection on the water bottle products.